Event description:
It was reported by the caller that there was a "dead area" on the screen of the programmer, therefore, no patient adjustments can be made to that specific area of the screen. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.